Event description:
The needle broke in shoulder and the tip was found in fold of drape. Surgeon and scrub assistance measured needle against new needle and all were comfortable with tip being complete. Both pieces disposed. Tip flushed out with arthroscopic fluid.